Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a splenic artery aneurysm using pod6s. During the procedure, while attempting to advance a pod6 through a non-penumbra microcatheter, the physician experienced friction and the coil would not advance; therefore, it was removed. The procedure was completed using another pod6, ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Dried blood was observed throughout the embolization coil and the introducer sheath. The embolization coil was intact with the pusher assembly. Evaluation of the returned device revealed dried blood prevented the embolization coil from being advanced and retracted through the introducer sheath. The dried blood could not be flushed out, and the embolization coil became detached during attempts to advanced and retract it through the introducer sheath. The root cause of the inability to advance through the non-penumbra microcatheter could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.